Event description:
It was reported, the pt experienced a burning sensation and a shocking/jolting sensation "approx once every four months." It was stated, the sensation was in the pt's back, thighs, and calves. Impedances readings were in range, but repeating values suggested a possible fluid short. The pt was referred to surgeon for a revision. It was unk whether the entire system or just the lead would be replaced. The surgery had not been scheduled at the time of this report. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect, and experienced intermittent shocking while lying down. It was later reported that the patient's entire system was replaced. No impedance checks were done the morning of the surgery. Patient outcome was not provided.

Manufacturer narrative:
Analysis of ipg model 7425, (B)(4), showed no significant anomalies. The implanted neurostimulator was tested at the distal end of a known good extension. A stable output was observed on each program. Each circuit was tested in reference to the #0 electrode on an oscilloscope with a good stable output observed. There were no issues when pressing on the can. Initial review indicated a power on reset message and lost serial number for the device. Visual examination found that the battery was expanded and that the can was scratched. There was foreign material found in the connector ports and the extension connectors were stuck in the ins port. A connector block leakage test was performed and normal impedances were observed.

Manufacturer narrative:
Lead model 3487a, lot # l45244, implanted: (B)(6) 1999, explanted: (B)(6) 2011; extension model 7489, lot # nhu107310v, implanted: (B)(6) 2008, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.